Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The reported event of the system controller converting to the "backup mode" was confirmed during the analysis of the returned system controller. The system controller was connected to the equipment in the manufacturer's lab and "low voltage" and "motor stopped" alarms became active when the black power lead was manipulated at the connector end. The black power lead was then stripped at the connector end which revealed a damaged inner conductor. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported receiving a "change system controller" message on the system monitor. The system controller was replaced with another system controller and no further problems were reported.